Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion severely calcified, 90% stenotic and located in the proximal right coronary artery (rca). The physician used a 6fr guide catheter, 6fr guide wire and a csi coronary viperwire guide wire to access the lesion. The csi oad was loaded onto the viperwire guide wire and advanced to the treatment site. The physician performed two runs at low speed and one run at high speed for a total run time of 75 seconds. When the oad was removed, the patient became unstable and angiography revealed a perforation in the rca, which extended into the ascending aorta. A covered stent was deployed across the perforation, but was unsuccessful at resolving it. At this point, the patient was transferred to the operating room for emergency surgery. The patient expired later that evening at the hospital. Three requests for additional information have been made, but none has yet been received.